Manufacturer narrative:
This is the same event as 3010536692-2016-00454.

Event description:
Allegedly, the patient is experiencing mom complications (left). Additional information received 04/04/2016. The patient was revised due to mom complications.